Event description:
Arthroscopy pump failed during the procedure.======================manufacturer response for arthroscopy pump, (brand not provided) (per site reporter)======================device returned and replaced.